Manufacturer narrative:
(B)(4). The incident unit was returned and evaluated. Nothing was found that would have caused or contributed to the reported event. The unit tested satisfactorily and within specifications.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 02/16/2016. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.

Event description:
The customer reported that the generator automatically delivered rf output. A non-covidien handpiece was plugged into the generator's monopolar port 1 and reportedly an activation tone was heard. A footswitch was in use but was not being pressed at the time of the activation. There was no patient harm.